Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 400 mg/dl. While she was at the hospital, the customer treated with the insulin pump, and her blood glucose levels dropped to 60 mg/dl. The customer had changed the infusion set on the morning of the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.